Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality were not under statistical control for the month of (B)(6) 2023. Tubes in question expired at the time of this review and further clinical evaluation is precluded. Bd quality will continue to monitor sample quality complaints. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was a clotting/micro clots/fibrin clots issue. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: stage: when collected and sent to the laboratory for examination defect; produces fibrin clots. Quantity: 10. Effects: no other adverse effects on patients.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was a clotting/micro clots/fibrin clots issue. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: stage: when collected and sent to the laboratory for examination. Defect; produces fibrin clots. Quantity: (B)(4). Effects: no other adverse effects on patients.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2277403. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2022-10-04. D.4. Medical device lot #: 2308785. D.4. Medical device expiration date: 2023-07-31. H.4. Device manufacture date: 2022-11-04. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.